Event description:
It was reported that the unit would not recognize ac power. The device was in clinical use at the time of the event. No patient or user harm reported. The unit powers on internal battery only, battery not receiving charge. Customer states he tested the power supply input with the shroud removed. Customer seeing 120v coming in but not seeing 24v output. In service mode, customer was able to see 12v 5v and 3.3v coming from power management board and showing 0.4v from the 24v supply. Customer would like part number and price for the power supply. The customer was provided with the power supply part number and pricing. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.

Manufacturer narrative:
It was reported that the power supply was replaced to resolve the issue.

Manufacturer narrative:
The power supply was returned for analysis. Visual inspection of the v60 power supply revealed no evidence of damage or contamination. Failure investigation identified that the shorted cr8, q12, and q9 created the 0-volt output.

Manufacturer narrative:
It was reported that there was a delay in therapy, and the patient was transferred to a different ventilator. No patient or user harm reported.